Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected weak battery, low battery, failed battery test, unexpected restart, external ram crc or unexpected restart error alarm after change battery noted during testing and no restart/reset time/date anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. The patient's blood glucose was 62 mg/dl. The customer reported that in the last 2 weeks she had been hitting these 40s mg/dl. The customer treated with some oj and glucose tablets. Previously blood glucose was 113mg/dl. The drive support cap appears normal (slightly indented). The customer inquired why does bolus wizard gives insulin when blood glucose reaches 38mg/dl. The pump also had - the clock monitor test detected a mismatch between the system clock and the watchdog clock and clear user settings is selected by the user error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.